Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). Devices were returned for evaluation. 1 device will not be returned for evaluation. Evaluation of 12 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes 13 malfunction events where a midwest e pro handpiece would not hold burs. No injury resulted in any of the events.

Event description:
This report summarizes 13 malfunction events where a midwest e pro handpiece would not hold burs. No injury resulted in any of the events.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). Devices were returned for evaluation. 1 device will not be returned for evaluation. Evaluation of 12 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.